Manufacturer narrative:
Correction: d6a-6b unk. Claim: (B)(4).

Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and an over/under correction. The lens was later removed, and the problem was resolved. Cause of the event is unknown.